Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms. The customer blood glucose was 9.5 mmol/l. The customers father stated that insulin pump had history pointers failed as the history pointers are corrupted as well as post-reset ram crc alarm as well as trace pointers are invalid. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, or no motor movement or negligible movement. Retries to free a stuck motor failed alerts were noted. Device has a crack on the battery tube which starts at the corner of the belt clip rails. Also the center (enter) keypad button is cracked in the middle. (B)(4).